Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while trying to remove the locking cap from the screw with the above instrument the end broke off and was stuck inside the locking cap, the broken part was unable to be removed making the final screw removal very difficult for the surgeon. No patient was affected by this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.